Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Analysis of the controller log files revealed one electrical fault alarm logged on (B)(6) 2020 at 15:24:05 due to open phases in the rear stator, resulting in the pump running on a single stator. As a result, the reported event was confirmed. Of note, it was reported that the driveline was disconnected from the controller, no contamination by foreign material was detected and after reconnecting the driveline to the controller no electrical fault alarms were reproduced. Based on the risk documentation, events involving electrical fault alarms due to open phases can be attributed to multiple factors, including but not limited to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2020 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 24-apr-2019, labeled for single use: no. (B)(4). Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the ventricular assist device (vad), the controller exhibited an electrical alarm. The driveline had been connected but since the pump had not been started yet they disconnected the driveline. The connector part of the driveline and the inside of the port on the controller were visually checked. There was no noticeable dirt or traces of foreign matter and no water adhesion detected. After connecting back to the controller and starting the pump, the alarm was not reproduced. The controller and driveline remain in use. No patient complications have been reported as a result of this event.